Manufacturer narrative:
(B)(4). Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this device was lost to follow-up. During a routine device check, it was noted the device had reverted to storage mode. End of life (eol) had been declared in (B)(6) 2013. Boston scientific technical services (ts) recommended device replacement. No adverse patient effects were reported.